Manufacturer narrative:
Devices 5 of 5. E1:(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Batch record review: lot 3e01691 was manufactured on 5/16/2023, in bodolay line, with a total of (B)(4) market units (mkus). The complaints investigator performed a batch record review on 04/jan/2024, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification 1738482 and manufacturing order (B)(4). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. Photograph, video and/or physical sample evaluation: no photographs associated with this case were received and no unused return sample was expected. Conclusion summary of the related event: based on the revision of the observation of the processes involved, interviews to the personnel of the line and the expertise of the triage team, this failure mode was attributed to the following probable causes: method: the preventive maintenance plan does not correctly cover the glue dispenser station. There is no proper procedure to correctly centralize or inspect the dispenser to avoid the off-center glue defect. Machine: there is not a tool on the conveyor to guide the correct dressing trajectory. There is not a detection system on the machine able to catch channel or open seal. Corrective and preventive actions identified will be taken through corrective action / preventive actions plan. The investigation associated related event has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 9618003.

Event description:
It was reported that dressing edge was sealed inside the package. The product was not used by the patient. No photo was available at this time.